Manufacturer narrative:
No patient information provided for there was no patient adverse event resulting from the leak. The event occurred two minutes into the procedure and occurred in the operating room anesthesia department. Initial reporter: the e-mail address provided is of the center and not the initial reporter. The e-mail address of the initial reporter was not provided. Limited address information was also provided. Received 1 full set with shelf carton lot label hx7223. This unit was manufactured on 9/12/2013. The product has a 3 year shelf life from the date of manufacture. A leak was confirmed at the y-connector outlet due to delaminated solvent bond. There was one other complaint on lot hx7223 for a leak received. A thorough investigation was completed and it was determined that solvent bonding parameters for components in tubing (y-connector, drip chamber and bubble trap) may not have been optimal for the plasticizer material change to dehp-free plasticized pvc components that were introduced in october 2013. A change has been implemented in 2015 to address this matter and to reduce the potential for leaks occurring within the above listed components. End of report.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set was leaking from the junction site of the two spikes that are usually connected to the bags/blood bags. When applying the 300 mmhg pressure, the junction was leaking all the fluid from the system. This has been noticed with other sets delivered to the end user under the same lot number. The leak occurred during use and the fluid being used was saline. No drugs were being administered at the time of the event. No patient adverse event was reported.